Event description:
It was reported that the patient contracted (B)(6), the device was removed about three days post-implant, and it had never been turned on. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37754, serial# (B)(4). Product type: recharger: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 377745, lot# v011262, implanted: (B)(6) 2006. Product type: lead: product ID 377745, lot# v011262, implanted: (B)(6) 2006. Product type: lead. (B)(4).